Event description:
User alleges she performed a blood draw, when she withdrew the needle from the pt, the needle was warbling and she was stuck with a contaminated needle.

Manufacturer narrative:
Evaluations: smiths medical is unable to fully investigate this issue as the sample was not retained for investigation. The user stated that event was due to the needle warbling after the draw. She reported that she had secured the connection per the instructions for use (IFU). The user facility reported that they are a long time user and they could not reproduce the user's event. The user is no longer employed at this facility. In reviewing the IFU the following steps are stated: 3.5 seat the needle firmly on the needle-pro device with a push and a slight twist. 3.6 pull sheath straight away from needle. Do not twist sheath as needle may be loosened from the needle-pro device. It is likely this event was due to user device interface.